Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the insulin pump was not delivering insulin during a bolus attempt and that she did not receive any alarms on the device. She noted that she had been receiving alarms about a month prior. The customer's blood glucose was 598 mg/dl. The customer indicated that the alarm history showed low reservoir alarms and a no delivery alarm. She stated that she treated with the insulin pump, but her blood glucose rose to over 600 mg/dl, so she treated with manual injection. Her most recent blood glucose was 130 mg/dl. She complained of difficulty breathing. Upon troubleshooting, the customer performed the high pressure test, which the insulin pump failed the first time and passed during the second attempt. She stated that she may not have pushed the tubing all the way to the bottom the first time. She was advised to change the complete set, treat per doctor's instructions and consult her doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.